Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) levels of 40 mg/dl. Customer consumed orange juice and glucose tablets to address the low bg. Basal rate during the night was adjusted to resolve the issue.